Manufacturer narrative:
On 1/22/2020, during analysis of the sample was found rupture and received incomplete. Microscopic examination of the edges of the tear gave no indications as to cause. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5767395, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. On 2/10/2018, the mentor failure analysis lab has received the device for evaluation. Device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc on the left breast implant and with mentor memorygel breast implant 400cc on the right breast implant and experienced left rupture and gel bleed on the right side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2017. This medwatch is for the left breast implant.